Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that enclosure power conversion failed bench test. Transistor was open. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the there was an issue with the power conversion board. The power conversion board was replaced and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system failed to start during preparation. The "system booting" screen was displayed and did not switch to another screen. A generator error occurred. The issues were resolved by replacing the power conversion board. No patient present.